Event description:
While using an hta control unit, during case preparation, the doctor passed the sheath and scope to the scrubbed resident. After about 6 minutes without results, the physician took over the case. During the case the reservoir dropped from 80cc to 68cc with no alarm. As the case continued the saline turned brown due to vaginal bleeding. The reservoir level increased to approximately 99cc's with no alarms. 6 minutes into the case they noticed some fluid absorbed by the 4x4 pads below the vaginal opening. The fluid was checked and it was cool to the touch so it was believed to be fluid prior to the case being started. After the case was completed there were approximately two 8mm burns on the anterior left and right side of the vagina. The patient was treated and is doing well as of 2005. The system was checked with a simulator box prior to the case and the level alarms were working correctly.

Manufacturer narrative:
Unit was never returned to nexcore for evaluation. Therefore no determination of the cause of the reported event could be made.